Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "it has been reported to [the distributor] that the patient who did received the first hero graft in (B)(6) on (B)(6) 2015 did suffer from an infection. The graft had to be removed from the patient after around two weeks as the patient developed infection." Additional information indicated the entire graft was explanted and discarded. The graft was not being cannulated. The infection developed after a week of implant. The infection is due to bacteria from the gut and not from the skin flora. The surgeon said the infection is not due to the hero graft. It is unknown if the patient had a pre-existing infection. Although this report is submitted for model number hero 1001, model numbers hero 1002 and hero 1003 are also investigated.

Manufacturer narrative:
According to the report, "it has been reported to [the distributor] that the patient who did received the first hero graft in (B)(6) hospital (B)(6) 2015 did suffer from an infection. The graft had to be removed from the patient after around two weeks as the patient developed infection." Additional information indicated the entire graft was explanted and discarded. The graft was not being cannulated. The infection developed after a week of implant. The infection is due to bacteria from the gut and not from the skin flora. The surgeon said the infection is not due to the hero graft. It is unknown if the patient had a pre-existing infection. Although this report is submitted for model number hero 1001, model numbers hero 1002 and hero 1003 are also investigated. The manufacturing records for the lot numbers h15vc008, h15av003, and h14ak014 were reviewed and it was confirmed that all records were controlled, available for review, and met all release specifications per the device master record. A review was performed of the available information. The patient was implanted with a hero graft on (B)(6) 2015. Approximately one week post implant the patient developed an infection which required hero graft explant (exact date is unknown). Graft cannulation was not documented. Culture results were reported as "the infection is due to bacteria from the gut and not from the skin flora. The surgeon said the infection is not due to hero graft." It is unknown if the patient had a pre-existing infection. The following information was not available: patient medical history and implant/explant/hospital notes. The hero graft instructions for use (IFU) lists infection as a potential complication. Infection is a known complication of prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Primary infection directly caused by a hero graft is unlikely since the device undergoes a validated sterilization process. More likely causes of secondary infection include surgical site infection. A relationship between the hero graft and the infection cannot be determined with the provided information; however, according to the surgeon and the reported culture results the source of the infection was from the gastrointestinal tract and not the hero graft. The IFU provides the following instructions: "do not use product if package has been damaged, opened, or the use by date has passed, as sterility may be compromised." The IFU also states "implantation of the hero graft is contraindicated if: the patient has a topical or subcutaneous infection associated with the implantation site; the patient has known or suspected systemic infection, bacteremia, or septicemia. Obtain screening blood cultures to rule out asymptomatic bacteremia prior to hero graft implant for any patient dialyzing on a catheter; treat patient with antibiotics per culture outcome and ensure infection is resolved prior to hero graft implant procedure. Plan for increased bacteremia risk after an ipsilateral hero graft placement or with femoral bridging catheters and treat prophylactically with antibiotics knowing patients are at higher infection risk. Prophylactically treat the patient in the peri-operative period with antibiotics based on the patient's bacteremia history." The IFU lists infection as a potential complication with the use of the hero graft.

Event description:
According to the report, "it has been reported to [the distributor] that the patient who did received the first hero graft in (B)(6) hospital (B)(6) 2015 did suffer from an infection. The graft had to be removed from the patient after around two weeks as the patient developed infection." Additional information indicated the entire graft was explanted and discarded. The graft was not being cannulated. The infection developed after a week of implant. The infection is due to bacteria from the gut and not from the skin flora. The surgeon said the infection is not due to the hero graft. It is unknown if the patient had a pre-existing infection. Although this report is submitted for model number hero 1001, model numbers hero 1002 and hero 1003 are also investigated.